Event description:
On december 9, 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting a message of "error 2 meter or strip problem retest with a new strip." Per the onetouch ultra2 owner's booklet, this error message could be caused either by a used test strip or a problem with the meter. The complaint classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to obtain additional information from the patient during a follow up call. The patient reported that the alleged error message began to appear at an unspecified time in 2009. The cca noted that the patient manages her diabetes with insulin; however, it is not known what action the patient took regarding her diabetes regiment as a result of the alleges issue. The patient claimed she developed symptoms after the alleged issue began, but it is not known how soon after the issue started that the patient became symptomatic. Also, the specific symptoms the patient developed are not known. The patient reported that she was hospitalized on the same day the alleged error message began to appear on the subject meter. The patient confirmed her blood glucose was tested on another device, but was unable to recall the reading. The patient claimed she was treated with insulin (type and dose unknown) while in the emergency room. At the time of troubleshooting, the cca noted that the patient was using the correct test strips; however, was unable to confirm the patient's testing technique. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.